Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited low, out of range, shock lead impedance measurement. The field representative asked about the value as impedance measurement recorded for the date of alert was 48 ohms. Boston scientific technical services (ts) discussed device functionality and behavior of the alert. Additional information was received that the commanded shock was not performed. Subsequently, the system was checked and all remote monitoring measurements were within normal range. The field representative stated that the low shock lead impedance measurement was thought to be a result of an ablation procedure. No adverse patient effects were reported. The device and lead remain in service.